Manufacturer narrative:
(B)(4). Concomitant medical products: 115370, comp rvs tray co 44 mm, 888120. Xl-115363, arcom xl 44-36 std hmrl brng ring, 588310. (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bearing would not fit into the tray. There was no delay in the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Initial medwatch was submitted with a notification date of 10/12/2017 and submitted on 11/10/2017; however the correct notification date is 10/10/2017.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Multiple MDR reports were filed for this event please see associated reports: 0001825034-2018-02147. Complaint sample was evaluated and the reported event could not be confirmed. Inspection of the returned device revealed no evidence of malfunction. Visual inspection of the ring, bearing and tray were all conforming to the print. There is no damage to the ring or tray. There is one little ding mark on the bearing noted during the visual inspection. The tray and bearing were then assembled, thus verifying all pieces conform to specifications. Based on the functional testing of the returned product, no problem was found. Device history record (DHR) was reviewed and no discrepancies were found. Complaint history review determined that no further action(s) is/are required. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.